Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that the customer tested and obtained a value of 205 mg/dl on the mobile system at an unknown time in the morning. The customer took the "normal" dose of protaphane (human nph insulin) at this time. In response to the high result, the customer did not eat. Approximately 30 minutes later, the customer became unconscious in the car park of the customer's job. At an unknown time, the emergency doctor arrived and obtained a value of 24 mg/dl. The customer was taken to the emergency room by ambulance. The customer received a glucose infusion. The customer was in the emergency room for approximately 30 minutes and then released. The customer is currently feeling well. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).